Manufacturer narrative:
The recipient's device was reportedly activated. The recipient is healed and doing well.

Event description:
The recipient reportedly developed a hematoma and swelling at the implant site. The recipient underwent surgery to drain the wound and reposition the device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
This is the final report.